Event description:
It was reported by the customer that the during use of the pleurx pleural catheter, the valve leaked continuously throughout the drainage procedure. There was no patient injury, no exposure to bodily fluids, and no change in the course of treatment. The catheter was placed in the pleural space since (B)(6) 2023. Drainage was still successful despite the leakage. The issue was identified as a leaking valve, and it was resolved by replacing the valve.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.